Event description:
Patient has reported left side pain and the following symptoms: chest and breast pain, foreign body sensation, constant pain in lymph nodes, swollen lymph nodes, patient additionally reported, shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, bad mood due to constant pain which have all been deemed as not device related. Patient reported. The devices were intact but showed signs of gel bleed. Patient later reported left side permanent pain in the breast and armpit lymph nodes, "high levels of silicon in the blood detectable", breast implant illness (bii). The device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Sensation increase/decrease:unable to observe since it is not related to the device. Gel bleed: no observed gel bleed. Malaise-ndr: not applicable as the event is not related to the device headache-ndr: not applicable as the event is not related to the device pain-ndr:not applicable as the event is not related to the device varied injuries-ndr:not applicable as the event is not related to the device depression-ndr:not applicable as the event is not related to the device other medical-ndr:not applicable as the event is not related to the device dizziness-ndr:not applicable as the event is not related to the device myalgia-ndr:not applicable as the event is not related to the device dyspnea-ndr:not applicable as the event is not related to the device bruising-ndr:not applicable as the event is not related to the device no additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: headache-ndr: unable to observe since it is not related to the device. Pain-ndr: unable to observe since it is not related to the device. Varied injuries-ndr: unable to observe since it is not related to the device. Depression-ndr: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. Dizziness-ndr: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Dyspnea-ndr: unable to observe since it is not related to the device. Myalgia-ndr: unable to observe since it is not related to the device. Bruising-ndr: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Sensation increase/decrease: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Gel bleed: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Additional observations: deformation device and black mold observed on the device. Cloudy observed in the gel. No further actions are required as the device was implanted.

Event description:
Patient reported pain and the following symptoms: chest and breast pain, foreign body sensation, constant pain in lymph nodes, shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, swollen lymph nodes, bad mood due to constant pain. Patient also reported that the devices were intact but showed signs of gel bleed. The patient later reported "high levels of silicone in the blood detectable". The device has been explanted. This relates to the left side.

Manufacturer narrative:
Correction to awareness date for supplemental medwatch 2713626 the correct aware date is 16-jan-2023 .

Event description:
Patient has reported left side pain and the following symptoms: chest and breast pain, foreign body sensation, constant pain in lymph nodes, swollen lymph nodes, patient additionally reported,shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, bad mood due to constant pain which have all been deemed as not device related.. Patient reported. The devices were intact but showed signs of gel bleed. Patient later reported left side permanent pain in the breast and armpit lymph nodes, "high levels of silicon in the blood detectable", breast implant illness (bii). The device has been explanted.

Event description:
Patient has reported left side pain and the following symptoms: chest and breast pain, foreign body sensation, constant pain in lymph nodes, swollen lymph nodes, patient additionally reported,shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, bad mood due to constant pain which have all been deemed as not device related.. Patient reported. The devices were intact but showed signs of gel bleed. Patient later reported left side permanent pain in the breast and armpit lymph nodes, "high levels of silicon in the blood detectable", breast implant illness (bii). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, h6.

Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Gel bleed: unable to observe as it is a medical event that is not related to the device. Sensation increase decrease: unable to observe as it is a medical event that is not related to the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported pain and the following symptoms: chest and breast pain, foreign body sensation, constant pain in lymph nodes, shortness of breath, constant fatigue, no energy, vertigo, backache, migraines, axillary pain, heart racing, difficulty concentrating, hair loss, muscle aches, brain fog, difficulty sleeping, extreme susceptibility to infection, memory loss, lipoedema, bruise easily, depression, swollen lymph nodes, bad mood due to constant pain. Patient reported the devices were intact but showed signs of gel bleed. Device explanted side unknown.